Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the signal reagent subsystem, returning the vitros eci to expected operation. Acceptable test performance has been observed following the service activity. The root cause of the negatively biased quality control results is instrument related.

Event description:
The customer obtained negatively biased results on both vitros and non-vitros positive quality control fluids processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient results processed during the timeframe of the event repeated as expected on the customer's alternate vitros eci. There was no report of patient harm as a result of this event.